Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the bd intima-ii y 24gax0.75in prn/ec slm leaked. The patient came to our hospital for infusion. An intravenous indwelling needle was used on may 23, and fluid leakage occurred on may 26.

Manufacturer narrative:
1. DHR/bhr review (lot#2327040). 1-this batch of products were assembled at intima ii auto line 2 in december 2022, and packaged at r240 package line in december 2022. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the root cause of leakage cannot be determined because no abnormality is found in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and the damage status of defective sample cannot be identified.